Event description:
The procedure was coil embolization of splenic artery aneurysm that was not calcified and not tortuous. During the procedure, when the physician was inserting a presidio ((B)(4), lot unknown) into a transit 2 ((B)(4), complaint product), it got stuck about 10 cm from the hub of the microcatheter and he could not push it any further. Therefore the presidio was safely removed from the patient and was replaced for a new one (lot unknown). After that, the same thing occurred using other two presidio of the different size ((B)(4), lot unknown) and one trufill ((B)(4), lot unknown). According to the physician, he tried to advance only the stylet of the trufill in the microcatheter, it could not pass through smoothly, and so he decided to replace the microcatheter. Therefore the transit 2 was safely removed from the patient and was replaced for a new one ((B)(4), lot unknown). Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
With the review of additional information, the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
Concomitant device: unknown presidio microcrocoil (2), unknown trufill stylet. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.